Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event is expected to be returned for evaluation, however it has not been received yet. Upon receipt the sample will be evaluated and a follow up will be submitted. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of a percutaneous endoscopic jejunal tube (j-tube). It was reported that the patient's j-tube has been blocked since (B)(6) 2018 and the patient has been experiencing bouts of diarrhea and nausea over the last couple of months. On (B)(6) 2019, during the j-tube replacement, a gastroscopy revealed a hiatus hernia, gastritis, and a knot on the j-tube, which had burrowed through the wall of the stomach. A new j-tube was placed without any issues, duodopa therapy was recommenced and the patient was recovering well post-operatively.

Event description:
Additional information received on 10 jun 2019: the sample was returned and evaluated.

Manufacturer narrative:
Reference record (B)(4). A j-tube, y-connector and click adaptor were returned for examination. The j-tube was received separated into two pieces with one piece being knotted and one piece attached to the y-connector and click adaptor. A visual inspection was performed. No occlusion was found in the piece of j-tube attached to the click adaptor and y-connector when water was run through it. The other piece of the j-tube is kinked and knotted. The event of intestinal perforation (j tube burrowed through the wall of the stomach) was unable to verify since the reported condition is a medical condition complaint. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.